Manufacturer narrative:
(B)(4). Date sent: 06/25/2021. D4: batch # u5al72. H6: component code = mechanical (g04). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh25a device arrived with no apparent damage. The breakaway washer uncut and indented and there was no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related an improper use of the device. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: could you please provide more details for device malfunction? The specialist reports that at the time of firing the device it did not sound as it usually sounds where within the gap setting scale was the orange indicator prior to firing? In the entirety of the scale what confirmation was received that the device was fully fired? The specialist confirms the entire shot did the device staple? Yes was the staple line complete? It was complete but open, the staples did not close what was the shape of the staples (b-formation, irregular, legs straight)? Straight lines were the staples deployed into the tissue? Yes were the staples seen in the surgical field? No did the device cut? Yes was the cut line fully circumferential around the target tissue? Yes if the device fully cut, were both tissue donuts present? No if the device fully cut, were both donuts complete? No how many counter-clockwise revolutions were used to open the device? 2 and a half how was it confirmed that the anvil was free from the tissue prior to removing? It is verified before shooting after firing was the adjusting knob turned ½ to ¾ revolutions? Yes was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes who fired the device? The oncology surgeon specialist who removed the device? Was the safety reset prior to removal? Yes what was the users experience with the device? Do not close the staples regarding "was procedure successfully completed? --> no", please provide more details. The procedure is completed by passing another circular was there any change in the procedure? If yes, please explain no, just the request for another circular could you please clarify if there were any patient consequences? There was no consequence, patient has recovered successfully could you please clarify if was any change in the post-operative care of the patient as a result of the event? No. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the total gastrectomy procedure, at the time of performing esophagojejunal anastomosis with circular mechanical suture, the shot is performed routinely and regularly with the conventional technical and safety steps, no conventional sound is heard and a cut is confirmed (by drawstring suture witnessed), it is evident that there is no complete closure of the staples and the anastomosis is not adequate. Possible cutting event without stapling. No delay to the surgery, no fragments generated and the surgery was successfully completed with no patient consequences.